Event description:
It was reported that an event code had logged into the device memory, which was observed during a user test. This event code caused the device service indicator to illuminate. Further to investigation, it was observed that the device could not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and verified the failure. Physio-control determined that the cause of the reported failure was due to a shorted diode, designator cr44 located on the therapy pcb assembly. This shorted diode caused excessive electrical damage to several parts on the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control did not evaluate the device. A third-party service agent evaluated the device and verified the reported failure. It was observed that the device could not provide defibrillation therapy. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. After the repairs, the device was returned to the customer for use.